Manufacturer narrative:
Upn- search: (B)(4). Upn: initially reported as (B)(4). Catalog/model #: update to tu4006. Device lot number: update to 19210398. Device expiration date: update to 05/31/2019. Device manufactured date: updated to 05/26/2016. (B)(4).

Event description:
It was further reported that the patient experienced tachycardia, hypotension.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-11490 & 2134265-2016-11491. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The 21mm watchman ® laa closure device & delivery system was inserted into a watchman® access system. However, the closure device was fully recaptured because it was too small. A 24mm watchman ® laa closure device & delivery system was inserted into the same watchman® access system. At the time of deployment there was a perforation and a pericardial effusion occurred. The 24mm closure device was fully recaptured. The patient experienced hemodynamic changes in heart rate and blood pressure. A pericardial tap was performed and fluid was extracted and blood was also transfused into the patient. A watchman closure device was not implanted and the procedure was aborted when the effusion was discovered. The patient¿s current status is stable.